Event description:
It was reported that patient had growing pain in the cup, surgeon decided to replace cup with other company's cup.

Manufacturer narrative:
Device history review indicated all devices were manufactured and accepted into final stock with no reported discrepancies. Complaint history review indicated there have been no other events for this lot. Medical records review not performed as no xrays or medical records were provided. The exact cause of the event could not be determined with the limited information provided. Additional information, including progress notes, xrays and information regarding the nature, duration, and location of the pain are needed to fully investigate the event.

Event description:
It was reported that patient had growing pain in the cup, surgeon decided to replace cup with other company's cup.

Manufacturer narrative:
It was noted that the device is not available for evaluation. Additional information has been requested and if received, will be provided in the supplemental report. (B)(4).